Event description:
It was reported that the system locked up and stopped producing fluoroscopic images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn at the fse was unable to identify the intermittent fault and parts for this system are no longer available. Further repair information is not available.